Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Devices were received for evaluation; events were confirmed during testing. Devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device ran without user activation. Events had no patient involvement; no patient impact. Event had patient involvement; no patient impact.